Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery using a 6fr50cm non bsc introducer sheath. The 80% stenosed target lesion was located at the moderately tortuous and moderately calcified left external iliac artery (eia). After a 0.035-260 non bsc guidewire crossed the lesion, a 7.0 x 100, 75cm mustang¿ balloon catheter was advanced and inflated at 5 atmospheres (atms). It was noted through angiography that there was a contrast medium leakage. The device was removed from the patient and it was noticed that the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patients status was good.